Event description:
Contact reported that during insertion, a concord cage broke. Three pieces of the cage were removed from the site and another cage placed. It appears that a portion of the initial cage may have been left in the site. The area was packed with graft material and the surgeon did not think that it would migrate. As an unintended portion of the device was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
Cage was returned in three broken pieces. Only a small portion of the cage was missing. Location of the break makes it impossible to read the lot number. A dimensional inspection of dimension that could be taken confirmed that the cage was made to specification. The most likely caused of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use (IFU) lists breakage as a possible adverse event.